Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to another meter (freestyle). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2016. He claimed that he obtained alleged inaccurate high blood glucose results of ¿221 mg/dl¿ on the subject meter, compared to 193 mg/dl on the other meter, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference between these results falls within lfs¿ criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster). The patient stated that ¿at night when he went to bed¿ he developed the symptoms of shaky and sweaty. The patient stated that he self-treated with food and /or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the result was obtained from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.